Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: nurse reported standard vanc line item would not work so utilized an extended time and said under time limit. Bag was dry 50 minutes later and over infusion. Will send in logs and dosetrac screenshots. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.